Event description:
(B)(6) 2022, when the patient had a follow up at the hospital, it was noted that the ICD was switched to eos on (B)(6) 2022. The last follow up was 1 year 8 months ago. Device remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
On 06 sept 2022, received notification that device was explanted. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened, and the inner assembly was inspected. The visual inspection showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected. There was no indication of a malfunction of the electronic module. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. During analysis of the battery lithium plating was identified, which led to an elevated internal self-depletion and, as a result, to the clinical observation. This ICD is part of the population affected by the field safety notification regarding potential premature battery depletion due to lithium plating from march 2021.

Manufacturer narrative:
On (B)(6) 2022, received notification that device was explanted.